Manufacturer narrative:
Based on the current information provided, the cause of the reported bleeding and subsequent complications is reported to be related to the vision side cart monitor and the external 3d monitor that were not properly installed/positioned. Intuitive surgical, inc. (Isi) has not received the instrument involved with this event for failure analysis evaluation. A follow-up MDR will be submitted if additional information is obtained. A review of the system logs for the reported event date of (B)(6) 2021 has been performed by an isi post market surveillance specialist and the following was observed: there were no observed events in the system logs that would suggest a product issue and the logged events are in line with normal system functionality. Moreover, it was confirmed that an isi stapler instrument was not used during this procedure. No images or procedure video was provided for review. This complaint is being reported due to the following conclusion: it was reported that during a da vinci-assisted pulmonary lobectomy procedure, the assistant surgeon used a third-party stapler from the assist port and the target area and tip of the instrument could not be fully visualized. The staple punctured through a branch of the pulmonary artery and the patient developed uncontrolled bleeding which resulted to open surgery. The patient required medical or surgical intervention to preclude serious injury or death. The assistant surgeon thought that the orientation, positioning and the way the operating room were set up caused or contributed to not fully visualizing the tip of the laparoscopic stapler, operative field or target tissue. This event was reported due to bleeding associated with the use of da vinci product or system. Blank MDR fields: follow-up was attempted, but the missing patient information in sections was either unknown, unavailable, not provided, or not applicable. The expiration date for section is not applicable. Field is blank because the product is not implantable. Information for the blank fields in section is not available. Fields are not applicable.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, the assistant surgeon used a third-party stapler from the assist port and the staple punctured through a branch of the pulmonary artery. Direct pressure was applied; however, the bleeding could not be stopped. Consequently, the surgeon decided to convert to thoracotomy. It was unknown how the surgeon repaired the affected branch of the pulmonary artery; the estimated blood loss was unknown and if the patient required transfusion of blood products. Intuitive surgical, inc. (Isi) contacted the site and the assistant surgeon and obtained the following additional information regarding the reported event: it was reported that the vision side cart monitor and the external 3d monitor were not properly installed, and the assistant controlled the device in such a condition. The assistant surgeon reported that there were issues with how the location and positioning of bedside monitor, the device, and the operating room setup. The assistant surgeon thought that the orientation, positioning and the way the operating room were set up caused or contributed to not fully visualizing the tip of the laparoscopic stapler, operative field or target tissue. There were no distorted or unclear images was reported from the vision side cart or the other monitors. This issue did not warrant a field service engineer (fse) visit as per the customer since there was no device malfunction related to the monitor. There was no allegation that a device malfunction caused or contributed to the event.